Event description:
The surgeon reported that he had used pelvicol in about 50 cases and thought that everything was going extremely well with good anatomical results at 6 weeks. However, he reported a case where the clinical outcome was poor but did not know whether pelvicol was implicaed in this case. He stated that the patient had a vaginal hysterectomy and anterior and posterior repair with pelvicol sewn into the enterocoele defect. On day 4 the patient was doing very well and about to go home when she developed severe abdominal pain and obviously had an intra-peritoneal bleed. This was managed conservatively with prohylactic antibiotics but the patient became very sick with a large pelvic abdominal abscess.

Manufacturer narrative:
There has been no lot number information provided by the surgeon however, tsl can confirm that the product is manufactured using a controlled an validated manufacturing process. The product is terminally sterilized by gamma irradiation and has undergone sterilization validation and does audit studies. Routine product bioburden monitoring is performed to help safeguard sterility assurance. Product and packaging inspection stages have been implemented in conjuction with a validated process and documented systems to help safeguard and assure product quality.